Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin drops dripping out of the cartridge tubing during the load fill tubing sequence. Customer loaded a new cartridge onto the pump and received a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. There was no reported impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.